Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a wire from the endurance catheter broke off in a pt's arm (ultrasound showed in the vessel, however the wire was not found in the vessel, it was found in the subcutaneous tissue). The clinician hit resistance. Tried to pull back and the gray piece that slides on top of the unit that deploys the catheter was too into the white end to bring it back. She took the whole unit out and noticed that a piece of the wire was missing. Looked like an accordion and the catheter was sheared. She put a tourniquet on the patient. The wire was under the skin and not in the vessel. A vascular surgeon came to remove the wire, since the primary team was unable to do so; the wire was about 2" in length. 2 small incisions were made into the patient's arm to remove wire.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheterization assembly for evaluation. Visual examination of the returned sample revealed the catheter tip was broken. No obvious defects or anomalies were found with the insertion device. After the sample failed functional testing, the insertion device was opened and the guide wire was examined. Visual examination revealed the guide wire was kinked and folded over itself when the advancer level was pressed. The fractured point of the guide wire appeared smooth and blunt, indicating that contact with sharps caused the breakage. The length of the remaining guide wire measured to be 10.59", indicating that at least 1.46" of guide wire was separated and not returned per product drawing. The guide wire contained one kink about 0.5" from the proximal end. The outer diameter of the returned wire measured to be 0.010" which is within specifications of 0.0097-0.0103" per product drawing. The guide wire advancer level was pressed to functionally test the guide wire. The guide wire did not advance or retract when the level was pressed. The assembly was then opened, and it was found that the guide wire was kinked and folding over itself when the level was pressed. A device history record review was performed with no relevant findings. The IFU provided with this kit warn s the user, "do not retract guidewire through needle while in vessel to reduce risk of guidewire damage and embolization. If it is necessary to withdraw guidewire once deployed, needle and guidewire should be removed as a unit." The customer report of guide wire separation was confirmed by complaint investigation. The returned guide wire was missing at least an inch. Microscopic examination of the guide wire revealed that the point of separation is blunt, indicating the wire was sheared off by contact with sharps. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
A wire from the endurance catheter broke off in a pt's arm (ultrasound showed in the vessel, however the wire was not found in the vessel, it was found in the subcutaneous tissue). The clinician hit resistance. Tried to pull back and the gray piece that slides on top of the unit that deploys the catheter was too into the white end to bring it back. She took the whole unit out and noticed that a piece of the wire was missing. Looked like an accordion and the catheter was sheared. She put a tourniquet on the patient. The wire was under the skin and not in the vessel. A vascular surgeon came to remove the wire, since the primary team was unable to do so; the wire was about 2" in length. 2 small incisions were made into the patient's arm to remove wire.